Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 06/05/2026, dr. (B)(6) reported that a 58-year-old female patient presented to his crown dental office with concerns related to a previously placed dental implant. The implant had been placed at tooth position #08 on (B)(6) 2025. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 at the second stage surgery. During the examination, the doctor determined that the implant had lost primary stability and failed to osseointegrate. The implant was removed on the same day without the use of instruments. The implant was not replaced. The patient experienced symptoms of inflammation, pain, and granulation/fibrous tissue surrounding the implant, which resolved after implant removal. The prosthesis was screw-retained, and the opposing arch consisted of a full denture. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had type IV bone quality and fair oral hygiene.